Event description:
Damage to the pump housing and usb port was reported, impacting the customer's ability to charge the device. There was no reported adverse impact to the customer¿s blood glucose level, though specific levels were not provided. The pump was within warranty, and the customer was informed that a replacement was necessary. Tandem's customer technical support agreed to replace the pump, confirmed the customer's shipping address, and provided instructions for returning the faulty pump. The customer declined to specify their backup insulin delivery method.